Event description:
It was reported that the patient was scheduled for generator replacement for an unk reason. F/u with the site reveals that the device was being replaced prophylactically as the patient was experiencing an increase in seizures. The relationship of the seizures to pre-vns baseline levels is unk. Product was returned to the MFR, but analysis is pending. Attempts for further info have been unsuccessful to date.